Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient had wanted to get in touch with the manufacturer representative (rep) who had been at their procedure in march because their ins had come dislodged and moved to the surface of their skin. The patient clarified that it wasn't coming through the skin, that it was still under the skin but uncomfortable/was sensitive to the touch and hurt them. The patient stated that somehow there was a bulge on their hip and that they became aware of it bothering them when sliding in and out of the car. The patient stated after implant they followed all the precautions as they were told to follow for 30 days but soon after that, it had moved. The patient stated they had not fallen so they didn't know why it moved, that they did yard work, but in the realm of normal activities and that they refused to be impaired by this. Patient services reviewed activity considerations with the patient. The patient stated their managing health care provider (hcp) had told them that there were two parts of the system and that "only one part of it moved." The patient stated they had a surgery scheduled to fix the issue in (B)(6) 2022 however they had gotten really sick (the patient confirmed it had been unrelated to the device/therapy) for 5 weeks and so they cancelled the surgery because they had wanted to get completely well. The patient stated the surgery was now scheduled for (B)(6) 2022 but they didn't want to go through with it; that they were very unhappy with the cost of everything, didn't want to pay for it again and was considering just having it removed. Patient services reviewed the role of the rep with the patient and redirected the patient to their hcp to discuss next steps and to check the implanted system. The patient stated they were going to reach out to their hcp. Upon further consideration, patient services tried to call the patient back to get the representative's name so an email could be sent to alert the field, however the patient stated they did not know the rep's name.